Event description:
Customer reports the use by date on the comfort curve test strip vial as 03/31/2005. MFR's batch record confirmed the actual use by date to be 03/31/2003. No adverse event reported. Requested return of suspect device and replacement was sent.